Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the burning at the battery site was first observed on (B)(6) 2019. The rep reported that when meeting with the patient it was determined that, that was where his usual pain was and not coming from the battery. The patient was reprogrammed and stated that the stimulation was covering that area better and helping his pain. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) spinal pain. The rep reported that there was burning at the battery site. It was unknown what factors could had led to the issue. The rep was to meet with the patient on (B)(6) 2019. No further complications were reported.